Manufacturer narrative:
The investigation for the reported stroke has been completed. The impella device was not returned for evaluation. However clinical information provided was sufficient to determine the root cause. As per clinical patient had stroke during impella pump and va-ECMO support. The cause of the stroke issue was most likely patient condition related.

Event description:
A 31-year-old patient received support from an impella cp pump and va-ECMO during high-risk percutaneous coronary intervention (hrpci). After about 10 days, the va-ECMO could be removed. After about 12 days of impella support, CT scans of the brain showed multiple small infarcts with bleeding. Further investigations revealed that the thrombi that caused the infarcts probably detached from a thrombosed patent foramen ovale. According to the treating physician's assessment, the patient's cerebral hemorrhages did not require any intervention. After approximately 17 days, the patient was weaned off the impella support. The patient was hemodynamically stable, sedated and ventilated.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿